Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, h3, h6, and h11 were updated. The light error was confirmed. It is possible that the error was caused by emergency light failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source generated an e207 emergency light error. The diagnostic cystoscopy procedure was completed with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.